Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from a pin hole in the patient line during their pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated the patient reported a leak from a hole in the drain bag during treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from a pin hole in the patient line during their pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated the patient reported a leak from a hole in the drain bag during treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the complaint product sample was received from the customer for inspection. The sample was received open without its original package. The complaint product sample was disinfected and as the complaint product sample was being disinfected and prepared for analysis, it was found a pin hole in the patient line, however, the line did not leak during the disinfection. The complaint product sample was visually inspected, during the visual inspection with the microscope it was found a dent in the patient line. The dent was superficial; it did not pervade deep enough to cause a leak in the line. A functional test was performed with the complaint product sample in the cycler machine. The cassette was inserted into the cycler machine and no problems were detected. The complaint product sample was tested upon completing the treatment. During all the phases of the treatment, no alarms popped off and no malfunctions were found with the cassette, the phases were completed without a leak. The dent found in the patient line did not leak during all the test. The complaint product sample completed the test without anomalies. A device history review (DHR) was performed for the involved lot in the product and there were no non-conformances, deviations or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. The returned sample was scrapped after evaluation.